Manufacturer narrative:
It cannot be ruled out that the most likely root cause of the reported event can be traced back to damaged connection cable on the heater cooler 3t side, due to user rough handling.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, during set up, the pump of the circuit to patient blanket-side of a 3t heater cooler stopped when activated. The circulating pump lamp went also out at the same time. When the connection from the 3t heater cooler to the s5 was unplugged, the 3t heater cooler functioned normally. After a while, the connection to the s5 was re-established and 3t pump operated, all worked normally. There no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. Based on available information, livanova japan. Has concluded the issue is ascribable to 3t connecting cable for s5 and no 3t heater cooler investigation is needed. The customer will receive the new 3t connecting cable for s5, install it and check its operation. This should solve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.